Event description:
It was reported that the patient was experiencing pain, itching, swelling, redness, and edema at the ipg site. It was mentioned that skin discoloration at the ipg site has spread and had a few blisters around it. Low grade fever was also noted. The patient was prescribed with antihistamine and antibiotics. The physician performed an ipg pocket injection. The patient will undergo an explant procedure.

Event description:
It was reported that the patient was experiencing pain, itching, swelling, redness, and edema at the ipg site. It was mentioned that skin discoloration at the ipg site has spread and had a few blisters around it. Low grade fever was also noted. The patient was prescribed with antihistamine and antibiotics. The physician performed an ipg pocket injection. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure.

Event description:
It was reported that the patient was experiencing pain, itching, swelling, redness, and edema at the ipg site. It was mentioned that skin discoloration at the ipg site has spread and had a few blisters around it. Low grade fever was also noted. The patient was prescribed with antihistamine and antibiotics. The physician performed an ipg pocket injection. The patient will undergo an explant procedure. Additional information was received that the patient underwent an explant procedure. Additional information was received that the explanted ipg will not be returned per hospital policy.